Event description:
Re: stelo by dexcom I have had three issues. 1. Failure of device to deploy. 2. Inaccurate readings as verified by finger stick for glucose. 3. Device lifespan which should be two weeks. One device only lasted 7 days. Although reported to dexcom via there only method to report (chatbox) I have not received any responses. On viewing various websites dexcom has been persistent in not responding.